Event description:
It was reported that the asymptomatic patient presented in clinic for a normal follow up. Externalized conductors were observed. No electrical anomalies were noted. Lead replacement is planned.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information notes the lead was capped.